Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the patient presented to the hospital for follow up, high capture threshold was observed. There was no capture at maximum output. X-ray was performed and right ventricular lead dislodgement was noted. During lead revision procedure, the helix could not be retracted. The lead was explanted and replaced successfully. The patient was in stable condition before, during and after the procedure.